Event description:
It was reported that a malfunction occurred on the customer's pump, indicated by malfunction code 12. There was no indication of an adverse impact on the customer¿s blood glucose level, as the caller did not report or confirm any exceedance of 500 mg/dl. Technical support provided the customer with pump reset information, assisted in resetting the device, and confirmed that the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact support again if the issue reemerges.